Manufacturer narrative:
The customer provided a series of measurements which were investigated. After excluding samples with known error conditions, three measurements (5:28, 5:29, and 5:34) remain for assessment. These samples originate from the same patient at different time points. The trend observed from 5:23 to 5:34 shows a gradual decline in calcium levels, which is consistent with expected physiological behavior during continuous renal replacement therapy (crrt). As the samples were collected during ongoing crrt treatment, no evidence supports that the instrument generated incorrect results. One sample (5:34) reported a calcium value of 0.34 mm, which lies below the lower reportable range limit of 0.40 mm. Review of calibration logs, quality control records, and system messages revealed no additional indications of abnormal performance of the calcium sensor. Overall, the available evidence does not indicate a device malfunction.

Event description:
Radiometer complaint reference (B)(4). According to the customer, a patient was monitored on their abl90 flex plus analyzer and had discrepant ica2+ results. The customer was running continuous renal replacement therapy (crrt) on a patient and needed the results for ionized calcium to provide treatment. However, the analyzer gave substantially different results from post-filter crrt blood samples compared to another abl90 flex plus analyzer at the site. The md had to change treatment plans which ended up in the patient being unable to receive crrt therapy. There was no obvious or discernable harm to the patient, however, she remains on a ventilator and is critically ill. Some of the samples were aspirated using the same syringe, and some were fresh samples. The samples were drawn from a port on the crrt machine, post filtration, using a safepico sampler.

Manufacturer narrative:
Date of birth is estimated.